Manufacturer narrative:
(B)(4).

Event description:
Falsely elevated ammonia (amon) results were obtained on dilutions of an elevated patient's samples. The results were not reported to the physician. Patient treatment was not altered as a result of the falsely elevated amon results. There was no report of adverse health consequences as a result of the falsely elevated amon results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated ammonia results upon dilution of this patient's samples is unknown. The flagged initial results and the pattern of discordance between original results and dilutions is highly suggestive of a patient sample specific issue. Qc was within laboratory ranges at time of running the patient's samples.

Manufacturer narrative:
Original MDR was submitted 06-06-2013.supplement submitted to correct the manufacturer site to siemens healthcare diagnostics, inc. (B)(4). (B)(4).